Event description:
It was reported by the affiliate that during a laparoscopic abdominoperineal resection procedure, the device would not lock closed. Another device was used to complete the procedure. No adverse consequences reported. Additional info: this occurred on the first firing. Device could not be used.

Manufacturer narrative:
(B)(4). (B)(4). Articulation gear teeth. Eval summary - the analysis showed that one ats45 device was received instead of an ets45. The device was received with the articulation mechanism damaged. The device was received with a reload loaded in the device; the reload was received fully fired and with no damage to the spring reload lockout. The returned device was tested for functionality with a test reload on the 3 articulated positions; when fired to the left and right the staple formation was conforming, however, when fire in the center position the staples were malformed due to the damage articulation mechanism. The device was disassembled to verify the condition of the internal components and the articulation gear teeth were found broken. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). Event could not be confirmed as the device closed and opened without any difficulties noted. A batch record review was performed and no anomalies were found during the manufacturing process.